Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. (B)(4). Investigation summary: the sample was received by bd for evaluation. A quality engineer was able to review the returned (1) venflon 20ga from lot # 9144651 product # 391452 with the reported issue of ¿leakage¿. The DHR was reviewed and qn was not raised on this lot during manufacturing and production of the lot number 9144651 until lot release. The investigating team simulated the defect on the customer returned sample to test for leakage under water and found the sample to not show any leakage from the port side. The defect is not confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Bent during use of the product by the customer. Based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd venflon¿ IV cannula leaked during the mr and CT. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "while the nurse was administering bolus therapy with standard syringes, leakage was observed from port of the cannula during mr and CT. They didn't use injectable power during this process."

Event description:
It was reported that the bd venflon¿ IV cannula leaked during the mr and CT. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "while the nurse was administering bolus therapy with standard syringes, leakage was observed from port of the cannula during mr and CT. They didn't use injectable power during this process."

Manufacturer narrative:
H.6. Investigation: the sample was received by bd for evaluation. A quality engineer was able to review the returned (1) venflon 20ga from lot # 9144651 product # 391452 with the reported issue of ¿leakage¿. The DHR was reviewed and qn was not raised on this lot during manufacturing and production of the lot number 9144651 until lot release. The investigating team simulated the defect on the customer returned sample to test for leakage under water and found the sample to not show any leakage from the port side. The defect is not confirmed. H3 other text : see h.10